Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and completed the device evaluation. Failure analysis could not verify the reported issue as the instrument was not returned in its original packaging. The system logs show that the instrument was used and fired once. The instrument was placed and driven on an in-house system with an in-house drape and seal. The instrument passed recognition, engagement, and initialization tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly and the instrument clamped, fired, and unclamped without any issues. Additional observations not reported by the site and not related to the customer reported complaint: the instrument was found to have failed the engagement test based on a system log review. The instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion found on the roll bushing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sureform 60 was not sealed or sterile. The instrument was not used on the patient. The procedure was completed with no reported injury.